Event description:
It was reported that prior to the start of a da vinci-assisted ventral hernia tapp surgical procedure, the monopolar curved scissors (mcs) instrument sparked and appeared to be melting. The procedure was completed with no reported injury.

Manufacturer narrative:
The complaint was not confirmed by failure analysis since the monopolar curved scissors (mcs) instrument was not returned for evaluation. However, intuitive surgical, inc. (Isi) did receive a cadiere forceps instrument that was used in the same procedure with the mcs instrument to perform failure analysis. During visual inspection, the cadiere forceps instrument was found to have thermal damage on the main tube below the proximal clevis. This cadiere forceps instrument does not energize; therefore, the thermal damage had to come from another instrument during the procedure.